Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with discomfort in the scrotum while sitting and was uncomfortable using the pump. The ipp was explanted and replaced with a new malleable penile prosthesis. There were no additional patient complications reported.